Event description:
Patient spontaneously states that the bag inside her cassette was leaking and she wanted to make sure it was reported. She has other cassettes that are working properly, not while in use, no injury to pt, defected product, no plan to return, advised pt. We will ship additional cassettes at her request, she has back-ups available. Lot number 4048893. Did reported product fault occur while in use with patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Not at this time, advised pt. We will ship additional cassettes at her request, she has back-ups available. Did patient have a backup device they were able to switch to? Yes. If yes, was patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.